Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 5081305. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7028954.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discomfort in her right chest at the implantable pulse generator (ipg) pocket site when sleeping on her side. It was noted that the ipg was flipping in the pocket, and as a result tugged on the extension wire in the neck and at the lead/extension connection behind the ear. The patient underwent a procedure to revise and upgrade the ipg. The patient did well postoperatively. Physical analysis could not be conducted by our laboratory as the ipg was discarded by the facility, and the lead extensions remain implanted in the patient.